Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device change due to normal elective replacement indicator (eri), insulation damage was observed on the left ventricular (lv) lead. The issue was resolved by repairing the lv lead with a sleeve and medical adhesive. The patient was in stable condition and experienced no adverse health consequences.